Manufacturer narrative:
Customer returned pump for an alleged frozen display, blank display and was hospitalized for high bgs found on (B)(6) 2023 (per ss event date). However, the customers note stated that the customer returned pump for an alleged frozen display, blank display and was hospitalized for high bgs found on (B)(6) 2023. Pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to blank display. Unable to download history files and traces using thus due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 2 was re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued upload pump to carelink, download history files and traces using thus. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Blank display was confirmed due to moisture damage on the pcba 1. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was recorded and found in the formatted history file on: 04/10/2023 15:49:00.000 insert battery alarm was recorded and found in the formatted history file on: 04/10/2023 22:39:16.000 04/12/2023 12:36:49.000, 04/12/2023 12:46:00.000, 04/12/2023 18:01:31.000, 04/12/2023 18:01:32.000 04/12/2023 18:01:33.000, 04/12/2023 18:12:00.000, 04/12/2023 18:13:11.000 power loss alarm was recorded and found in the formatted history file on: 04/12/2023 17:34:11.000 04/12/2023 18:14:58.000 04/12/2023 18:15:09.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 04/12/2023 18:01:31.000 04/12/2023 18:01:32.000 04/12/2023 18:12:05.000 pump error 68 alarm was recorded and found in the formatted history file on: 04/12/2023 18:13:28.000 pump error 49 alarm was recorded and found in the formatted history file on: 04/12/2023 18:13:28.000 04/12/2023 18:13:39.000 pump error 23 alarm was recorded and found in the formatted history file on: 04/12/2023 18:14:08.000 upon checking on the power data/detail trace file, low battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power. The customer may have used a low power battery. Insert battery alarm was expected since the battery was removed from the pump. Power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected due to power lost. Please see below for pump errors/alarms noted 1 week prior to the event date 13-apr-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 04/10/2023 22:09:00.000 04/10/2023 22:19:00.000 sensor expired alert (794) was recorded and found in the formatted history file on: 04/10/2023 00:13:35.000 sg calibration error (776) was recorded and found in the formatted history file on: 04/08/2023 21:21:34.000 04/09/2023 14:55:19.000 04/11/2023 19:29:14.000 04/12/2023 11:24:06.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor 1 alert, sensor expired alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify customer alleged for high bgs. Unable to verify frozen screen, perform the required testing, upload pump to carelink, download history files and traces using thus due to a blank display. Blank display was confirmed due to moisture damage on the pcba 1. During visual inspection, moisture damage was also found on the pcba 2, force sensor, motor and vibrator¿assembly noted. However, a test pcba 1 was used, continued upload pump to carelink, download history files and traces using thus and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported  insulin pump had a blank display and pump cannot be switched also reported customer experienced hyperglycemia and  was in hospital with a blood glucose value at the time of call is 25mmol/l. Troubleshooting was performed and it was a blank display and no further details provided . No harm requiring medical intervention was reported. However, the customer will discontinue using the device and the it will be returned for analysis.